Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with over delivery of insulin and low blood glucose level. Customer's blood glucose level was at the time of incident was 65mg/dl and current blood glucose value is 123mg/dl. Customer treated with food. Customer declined to troubleshoot for low blood glucose level. Insulin pump will not be returned for analysis.